Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a physician. This case concerns a female patient of unknown age who had injection site edema, injection site inflammation and injection site effusion/puncture of joint liquid after receiving treatment with synvisc one injection. No past drugs, medical history, concomitant medications or concurrent condition was reported. On an unknown date in (B)(6) 2014, the patient received treatment with intraarticular synvisc one injection once (dose, indication, batch/lot number expiry date not provided) in both knees (bilateral joint knees). On an unknown dates in the beginning of (B)(6) 2014 (about 1 month later), the patient has bilateral injection sites reaction of injection site effusion, injection site edema and injection site inflammation. On an unknown date puncture of the joint liquid was performed which revealed an inflammatory aspect without sign of injection. On an unknown date, the patient received treatment with injection of altim (cortivazol) in each knee. It was reported that the patient recovered from all the events within an unspecified time frame. Action taken: permanently discontinued. Corrective treatment: injection site inflammation: cortivazol. Injection site edema and injection site effusion/puncture of joint liquid: not reported. Seriousness criteria: injection site inflammation: required intervention. Imputability: injection site inflammation c2s2b3. Injection site effusion c2s2b3. Injection site edema c2s2b3. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending for the same.